Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional, regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. The caller was calling from a prison. Caller reported that prior to new ins implant, patient's device was dead and started shocking patient on his entire body and his leg gave out on him and patient fell. Patient had new ins, did not want his device to go dead and have the shocking sensation occur again. The event date was asked but unknown. No further compilations were reported/anticipated.